Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information indicated that the cause of high pacing thresholds was not determined. A fluoroscopy was performed but the physician was unable to confirm a microdislodgement since the lead appeared to be in the same location. The lead was surgically repositioned. No additional adverse patient effects were reported.